Event description:
It was reported that a doctor performed surgery with clear lens and the deviation in surgery result was +1.5 diopter. The doctor had to exchange the lens to correct patient's vision. The doctor communicated that the test eye check passed successfully.

Manufacturer narrative:
The most possible root cause is a user error. The issue was not related to the equipment but a mix up on the records at the clinic. There is no indication of any malfunction of the zeiss device that could have contributed to the unexpected surgical outcome. The device worked within zeiss specifications.